Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultramini was not responding when buttons were pressed and it was displaying date/time. The medical surveillance specialist (mss) was unable to reach the patient for follow up questions. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient reported developing symptoms of ¿sweaty, dizziness, fell down, hot flashes and blurred vision¿ eight hours after the alleged issue began. The patient denied receiving any treatment for these symptoms. As the mss was unable to reach the patient, lifescan was unable to confirm if the patient associated these symptoms with hypo or hyperglycemia. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury after the alleged issue began.